Event description:
New information received states patient expired due to mi, cardiogenic shock and multiple vt/vt episodes. The ICD continued to deliver appropriate therapy during vf and CPR. No further resuscitation was decided and a magnet was placed over the device and the patient expired.

Event description:
It was reported that during routine follow up, a diagnostic anomaly was observed. It was also noted on chest x-ray, that the ICD may have moved a little. Patient condition after the event was stable. It was noted recently that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time. Stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.